Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loss of suction during lasik flap creation. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined conclusively. Most possible root cause could be poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; suction loss occurred prior to the start of flap creation. The treatment was completed with a new patient interface without harm to the patient or impact on outcome.